Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was hard to squeeze, and deflation was also not satisfactory. The device was explanted and replaced. No patient complications reported.